Manufacturer narrative:
This report is submitted on october 16, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the audiologist, the patient experienced poor performance with the device leading to the decision to explant the device on (B)(6) 2018. The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
Correction : the date of birth (a2) was filed inadvertently previous MDR submitted on (B)(6), 2018. The correct date of birth is (B)(6),1950. The date of event (b3) was filed inadvertently previous MDR submitted on (B)(6),2018. The correct date of event is (B)(6),2018. The date of explant (d7) was filed inadvertently previous MDR submitted on (B)(6),2018. The correct date of explant (B)(6),2018. Device analysis report attached. This report is submitted on (B)(6),2023.